Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7315354, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced a headache following the spinal cord stimulator (scs) trial lead implant. The patient was prescribed with advil for the headache. The patient underwent a normal scs trial lead pull, was doing well postoperatively and the explanted devices were disposed by the facility.